Event description:
The home patient (hp) reported feeling pain, similar to excessive air, while using the homechoice pro cycler for apd therapy. Follow up with the hp reveals that patient has a last fill volume of 1500mls, which is typically drained during the initial drain phase of the next apd therapy. The hp relates that after therapy started patient received a low drain volume alarm during the initial drain and suspected that they were empty of fluid. (A low drain volume alarm indicates that the fluid flow from the hp is less than 50mls/min and the minimum drain volume requirement has not yet been met). The hp bypassed the low drain volume alarm and advanced therapy into fill 1. The hp relates that during fill, patient felt discomfort, shoulder pain and discontinued apd therapy prior to completion. According to the hp, patient suspected that they had been infused with air during fill and subsquently requested a replacement device. The hp relates that patient continued to experience pain for approximately 3 days before the pain dissipated and there was no resulting patient injury or medical intervention.